Event description:
The device was returned for sticky pins. Upon first investigating this pump it was noted that opening the lever arm was not possible due to contamination buildup binding them. The fva pins themselves were not binding. The pump was opened and thoroughly cleaned. This cleaning resolved all drag and pump is now working and infusing normally. It was noted the front housing is broken from a strong impact.

Manufacturer narrative:
N/a

Event description:
The following has been reported: these pumps are having cassette misload errors and pump error alarms. No stopped infusions or patient harm. They have been reset, cleaned, and ran test infusions as requested in previous emails and still have issues. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was unknown. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.